Manufacturer narrative:
Product discarded.

Event description:
It was reported that during a surgical procedure at the user facility, the toga material seemed thinner and tore. The procedure was completed successfully without a clinically significant delay, adverse consequences, or medical intervention.